Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to stiffness. Revision njr number: (B)(4). Side: l. Primary asa: p2-mild disease not incapacitating. The following components have no deficiency and were not revised during this surgery: advance primary femoral size 4 left nonporous, kftcnp4l, lot # 1497882 qty. 1; advance ii cocr tibia base nonporous sz 4 standard, ktccnp40, lot # ni qty. 1.